Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: right essure coil migrated to unknown region') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included body mass index normal, pre-diabetes, increased appetite, morning sickness, menstruation irregular, vaginal delivery and miscarriage. Concomitant products included estradiol (estrogen), ibuprofen, levothyroxine, metformin hydrochloride (glucophage), probiotics nos and thyroid hormones. On (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), helicobacter gastritis ("gastrointestinal or digestive system condition type: helicobacter pylori") and urinary incontinence ("urinary incontinence") and was found to have weight increased ("weight gain"). In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ heavy blood clots"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("hair loss"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury related to essure"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), weight fluctuation ("weight gain, weight loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, pelvic pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, weight fluctuation, mood swings, hot flush, vaginal haemorrhage, depression, hypothyroidism, urinary tract disorder, migraine, feeling abnormal, weight increased, abdominal distension, helicobacter gastritis, urinary incontinence and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, helicobacter gastritis, hormone level abnormal, hot flush, hypothyroidism, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, psychological trauma, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, urinary tract infection. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2008: successful occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: hormonal changes describe: mood swings, hormonal changes describe: hot flashes, abnormal bleeding vaginal, psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: hypothyroidism, urinary problems or changes, migraines / headaches, neurological conditions or problems type: brain fog, weight gain, gastrointestinal or digestive system condition type: bloating, gastrointestinal or digestive system condition type: helicobacter pylori, urinary incontinence, vaginal pain were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/migration of essure device location of device: right essure coil migrated to unknown region'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not conducted". The patient's medical history included: body mass index normal, pre-diabetes, increased appetite, morning sickness, menstruation irregular, gravida ii and miscarriage. Concomitant products included: estradiol (estrogen), ibuprofen, levothyroxine, metformin hydrochloride (glucophage), probiotics nos and thyroid hormones. On (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), autoimmune hypothyroidism ("autoimmune disorder, type of disorder: hypothyroidism"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("gastrointestinal or digestive system condition, type: bloating"), helicobacter gastritis ("gastrointestinal or digestive system condition, type: helicobacter pylori") and urinary incontinence ("urinary incontinence"). And was found to have weight increased ("weight gain"). In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ heavy blood clots"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines/headaches"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("hair loss"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems, type: brain fog"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury related to essure"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), weight fluctuation ("weight gain, weight loss") and vulvovaginal pain ("vaginal pain"). And was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, pelvic pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, weight fluctuation, mood swings, hot flush, vaginal haemorrhage, depression, autoimmune hypothyroidism, urinary tract disorder, migraine, feeling abnormal, weight increased, abdominal distension, helicobacter gastritis, urinary incontinence and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, helicobacter gastritis, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, psychological trauma, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, urinary tract infection. Discrepancy noted, in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 24.4 kg/sqm. Hysterosalpingogram: in (B)(6) 2007, total bilateral occlusion. On (B)(6) 2008, successful occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, back pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and weight fluctuation ("weight gain, weight loss") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, pelvic pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, genital haemorrhage, psychological trauma, device dislocation, vaginal discharge, vaginal infection, bladder disorder, urinary tract infection, fatigue, gi conditions,alopecia, hormone level abnormal, headache, weight fluctuation, device monitoring procedure not performed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.